Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, experienced a failure to alert after which they experienced a hypoglycemic event. The cgm reading would have been 33 mg/dl (it is noted that the cgm device cannot display this reading, but the patient confirmed this was the reading they saw), but no alert sounded. The patient was feeling sick, but no further symptoms were reported. The patient was brought to the hospital by the husband. The patient was treated with intravenous fluids and saline. After treatment the ¿reading¿ was 200 mg/dl. No further treatment was reported to be needed and after spending less than 24 hours the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient stated that they had the flu, and that their body was hurting, but it was not known how this was related to the hypoglycemic event. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, experienced a failure to alert after which they experienced a hypoglycemic event. The cgm reading would have been 33 mg/dl (it is noted that the cgm device cannot display this reading, but the patient confirmed this was the reading they saw), but no alert sounded. The patient was feeling sick, but no further symptoms were reported. The patient had the flu that day. The patient was brought to the hospital by the husband. The patient was treated with intravenous fluids and saline. After treatment the ¿reading¿ was 200 mg/dl. No further treatment was reported to be needed and after spending less than 24 hours the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient stated that they had the flu, and that their body was hurting, but it was not known how this was related to the hypoglycemic event. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2025, a new session was started at 03:37 pm. At 04:02 pm, after warmup completed, the first estimated glucose value was 56 mg/dl, below the low threshold (60 mg/dl), and the app delivered a low alert at 90% volume. At 04:07 pm and 04:12 pm, the egvs dropped below the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts at 90% volume. At 04:13 pm, the urgent low alert was acknowledged. After the 30-minute fixed snooze duration, at 04:44 pm, the app continued to deliver urgent low alerts at 90% volume until it was acknowledged at 04:47 pm. After another 30-minute fixed snooze duration, at 05:17 pm, the app continued to deliver urgent low alerts, but this time at 0% volume as the mobile device operating system did not grant the app audio permissions. At 05:23 pm, the urgent low alert was acknowledged. After another 30-minute fixed snooze duration, at 05:53 pm, the app continued to deliver urgent low alerts at 0% volume, and the alert was acknowledged immediately. The egvs remained low (less than 40 mg/dl) until the device started experiencing temporary sensor error at 06:12 pm. After the default 20-minute delay, at 06:32 pm, the app delivered brief sensor issue alerts at 0% volume until the alert was acknowledged at 06:37 pm. After the 15-minute snooze duration, at 06:53 pm, the app continued to deliver brief sensor issue alerts at 0% volume, and the alert was acknowledged immediately. After another 15-minute snooze duration, at 07:08 pm, the app continued to deliver brief sensor issue alerts, but this time at 90% volume, and the alert was acknowledged immediately. After another 15-minute snooze duration, at 07:24 pm, the app continued to deliver brief sensor issue alerts at 90% volume, and the alert was acknowledged immediately. At 07:27 pm, the sensor failed, and the app delivered sensor failed alerts at 90% volume until the alert was acknowledged at 07:32 pm. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).